Event description:
It was reported that right ventricular lead impedance has risen over last year from 1000ohms to 1648ohms and threshold is now 2v/.4ms. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID p1501dr pacemaker, implanted: (B)(6) 2005. (B)(4).